Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that the listed tracheostomy tube was tested prior to patient use and no leaks were found. After an unknown amount of time in patient use, the tracheostomy tube reportedly began leaking from the cuff. No incident related medical sequela was reported.

Manufacturer narrative:
The reported bl vocal-aid trach 8.0mm (B)(4) version was returned for investigation. The returned device was received in used conditions and without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and no holes were detected in the cuff. Functional testing was performed and a syringe was used to inflate the cuff. No leaks were detected, and the cuff didn't deflate during one hour that it was inflated. No root cause was determined so the complaint was not confirmed.